Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 262 mg/dl. The customer had been experiencing high blood glucose levels all day, and could not control them with the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.